Event description:
It was reported that the user experienced hyperglycemia after performing a factory reset on the ilet pump and then announcing a heavy carbohydrate meal as ¿more,¿ which resulted in insufficient insulin delivery for that meal; the user reported a highest cgm reading of 396 mg/dl with a confirmatory glucometer value of 450 mg/dl, using a flex 23" infusion set with a dexcom g7. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.